Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient wanted to know how to have a device tested. The patient refused to see a cardiologist, and stated that the wrong device was implanted. The patient stated that 'your people lied to me in the first place,' and would not provide any information regarding the device. The device status is unknown. No patient complications have been reported as a result of this event.